Event description:
It was reported that the customer received an altitude alarm during bolus delivery. The customer's blood glucose level was not impacted. Reportedly there was temporary delay in clearing the alarm.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.